Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a peritoneal dialysis catheter. The nurse states the pt has used the catheter for nearly 4yrs. Nurse discovered that there was pin size hole near the skin area. This caused peritoneal inflammation requiring antibiotic therapy. Catheter was replaced.